Event description:
Boston scientific crm received information in (B)(6) 2010 that this device was generating a steady tone. The device had been checked and no anomalies were identified. The patient denies being in close proximity to a magnetic source. Technical service discussed the device's programmable features that impact the use of a magnet. The reported charge time of this device was 17.7 seconds. The clinic nurse reported that a magnet was applied over the device and the tones anomaly was corrected. Technical services discussed anomalous tones and the reasons of it occurring. Additionally, information relating to the mitigation of this issue was discussed. Subsequently, boston scientific crm received information in (B)(6) 2010 that this clinic nurse contacted technical services to report that this device had triggered elective replacement indicator (eri). In (B)(6) 2010, the local representative contacted technical services to report that this device was interrogated and was found in storage mode. Additionally, the displayed model and serial numbers were incorrect. The local representative was informed that the device was at end-of-life and would not be capable of delivering therapy. Boston scientific crm received information that the device was successfully re-interrogated using the device's "quick start" feature. The model and serial numbers were displayed correctly. The change in the battery status indicator had occurred as a result of charge time. The device was explanted and replaced without difficulty.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.